Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: product ID: 6949-58 lead, implanted: (B)(6) 2006. Product ID: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after the right ventricular (rv) lead fractured and delivered inappropriate shocks due to noise. The device had decreased longevity due to number of shocks delivered. The rv lead was cut at the yoke and the remaining portion was capped. The device was explanted and replaced. No further patient complications have been reported asa result of this event.